Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the rexroth for the 4 way valve was stuck. Additional malfunctions include the poppet for the solenoid was saturated, the clamps for the manifold had a leaking hose, and the smart pack was dirty.